Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that while performing a (B)(6) 2020 inferior anterior and posterior labral repair of a left shoulder, the surgeon decided to use a knotless fibertak (ar-3638) to access the 5 o'clock position (low anterior) of the glenoid. A knotless fibertak had already been placed at the inferior-most aspect of the glenoid. The drill guide (ar-3638dc) was placed through the anterior portal onto the low anterior glenoid rim. The drill guide was gently tapped with a mallet to seat it on the rim. The appropriate knotless fibertak drill bit was inserted into the drill guide and drilled into the glenoid. The surgeon observed that the bone felt "very hard" as the drill was being advanced. The drilling was completed and the drill was removed. The anchor was then inserted down the drill guide and malleted into the socket. When the knotless fibertak inserter was gently tugged on to set the anchor, the anchor explanted from the socket in its entirety. A knotless suturetak (ar-1938bc) was used adjacent to the knotless fibertak position, just slightly superior. No concerns were noted or addressed at the time of surgery. Two week post operative x-ray images showed a metallic object in the low anterior glenoid in the relative position where the initial knotless fibertak had explanted from. Approximately 5mm of some metallic object was retained in the low anterior glenoid of the patient's left shoulder. Neither the surgeon nor supporting technology consultant are sure what item is retained; whether it is part of the anchor inserter or the flexible drill bit. Additional information obtained 10/21/2020: the drill guide was intact. It is unknown if the inserter device was checked after the procedure. The drill bit was not checked after the procedure. All drill bits and inserters were discarded at the time of use. There are no plans for a second procedure unless the retained items causes problem in the future.